Event description:
Edwards received information that a bioprosthetic aortic valve, implanted approximately eight (8) years and eight (8) months, was explanted due to critical aortic stenosis. It was identified, through review of source documentation provided, that the valve was severely calcified. The explanted device was replaced with another edwards bioprosthetic valve. There were no adverse patient effects as a result of the replacement reported.

Manufacturer narrative:
It was reported that this valve was explanted due to stenosis caused by calcification. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. There have not been any allegations of a quality deficiency related to the explanted valve. No further actions are possible with the available information.